Event description:
Country club personnel responded to a person in cardiac arrest. The device was connected to the patient with disposable defibrillation/ECG electrodes. According to the rptr, the device would not power up. CPR was performed until paramedics arrived approximately 8-10 minutes later. The pt was resuscitated at the scene but died later at the hospital ER.